Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was treated for previously unreported repeated driveline infections over a period of approximately one year. Despite chronic antibiotic treatment, the patient developed bacteremia. It was reported that the patient was placed in hospice care and expired on (B)(6) 2015.

Manufacturer narrative:
A correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.